Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to swelling, redness, and pain. Synovial cultures were positive for infection. The tissue was debrided and irrigated with antibiotics and an antibiotic cement spacer was implanted.